Event description:
Additional information was received that patient received coolsculpting treatment to the upper and lower abdomen, and flanks on (B)(6) 2022 using a cooladvantage+ applicator and presented with paradoxical hyperplasia (pah/ph) to the entire abdomen and flanks.

Manufacturer narrative:
Additional information: a4, a5, and b5.

Event description:
Additional information was received that patient received coolsculpting treatment to the upper and lower abdomen, and flanks on (B)(6) 2022 using a cooladvantage+ applicator and presented with paradoxical hyperplasia (pah/ph) to the entire abdomen and flanks.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2022 and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b5, b6, concomitant product, and d1.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the right upper abdomen on (B)(6) 2022 using a cooladvantage+ applicator and presented with pah.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 6/5/2023. Continued d4 device info.: serial no.: (B)(6), catalog number: sa16789. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting to the full abdomen (upper, mid and lower) and bilateral flanks on (B)(6) 2022 using the legacy coolmax and cooladvantage coolcurve+ system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.